Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. In addition, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer successfully resumed insulin deliveries after troubleshooting. Customer¿s blood glucose level was 97 mg/dl.